Event description:
It was reported that it is difficult to insert cartridge onto the pump. There was no reported adverse impact to customer's blood glucose. Customer declined follow up and no additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.